Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician tried to go femoral, however, the patient presented with bilateral chronic superficial femoral artery (sfa) and iliac disease. Patient was brought back for radial r2p intervention. The patient was under conscience sedation monitored by an anesthesiologist. The right radial was accessed with a 6fr. Glidesheath, radial cocktail was administered, and the descending aorta was selected with a pv multicurve catheter and guidewire advantage (gwa). It was noted the patient was awake and tense during access. Physician and staff asked anesthesia to make the patient more comfortable but was uneasy due to age and comorbidities. A 119cm destination slender was exchanged and got stuck somewhere in the brachial artery. The physician removed wire and dilator to confirm spasm at the tip of the sheath. Ia nitro was administered and attempts to make the patient more comfortable was unsuccessful. Pt/at access was attempted however, was unsuccessful. The destination (ds) was difficult to remove however, was successful after going slowly. Patient was then intubated and positioned prone for popliteal access. It was noted by staff that anesthesia was reluctant to sedate patient and pushed back on the physician. The procedure was successful after bilateral popliteal access with superficial femoral artery (sfa) and iliac interventions. The patient was stable and still recovering in the intensive care unit (ICU). Successful treatment of bilateral superficial femoral artery (sfa) and iliac.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the spasm occurred that prevented the movement of the sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).